Event description:
Per summons: pt is a (B)(6) pt who had a thrombosis of the cephalic vein of the right upper extremity documented on a venogram on (B)(6) 2009. The hospital (B)(6) nurse's notes on (B)(6) 2009 document that he had a previous right PICC line.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.